Event description:
Sales representative reported that the wire broke off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Waiting for product to be returned for functional evaluation.

Event description:
Sales representative reported that the wire broke off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.